Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in hospital for few hours due to high blood glucose and diabetic ketoacidosis on unknown date with unknown blood glucose. The customer was treated with insulin drip. The customer stated that the cannula was bent. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to blood glucose value and event date which was not available with initial report. The information has been provided with this report. (B)(4).

Event description:
The customer received emergency medical assistance on (B)(6) 2020 and had a blood glucose level of 495 mg/dl at the time of the incident.